Event description:
ECG check performed one day prior to the index procedure confirmed there were no abnormalities. On the day of the index procedure, unfractionated heparin was dosed. Two endeavor sprint coronary drug-eluting stents were deployed in the left main and proximal/mid lcx, which resulted in 0% stenosis. Ivus check confirmed complete stent apposition to the vessel wall. Four days post index procedure, paralysis of the right side of the body and defect in speech was observed. A consultation with department of neurology was performed. Thrombolytic therapy (t-pa dose) was performed. After the medication, neurological symptoms were slightly improved. One day later, CT/MRI revealed the widespread infarction of left mca region and aca. Flow of the left mca was observed, but stenosis was confirmed on the base. Glyceol was dosed as a precaution for brain edema. As the pt suffered from widespread infarction and was taking dapt, heparin was not dosed. The following day, the pt was transferred to department of neurology. Two weeks later, a fever was observed (39-40 degrees). A urinary tract infection was suspected and antibiotics were administered. The pt was discharged one month later. Reference MFR report number 9612164-2011-00879.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (cause of stroke unk); (cva/stroke).

Event description:
It was reported that the patient suffered a myocardial infarction on the same day as index procedure. Investigator reported that the event was not related to the study stent. Reference MFR report number 9612164201100878 <(>&<)> 9612164201100879.